Manufacturer narrative:
This report is submitted on march 30, 2020.

Event description:
Per the clinic, the patient experienced recurrent infections (date unknown) at the abutment site resulting in the abutment being removed (date unknown).

Manufacturer narrative:
It is now reported that there was a skin revision on (B)(6) 2019. This report is submitted on april 23, 2020.